Manufacturer narrative:
(B)(4). UDI number: (B)(4). The customer returned one guide wire and catheter within an opened cvc kit for evaluation. The guide wire was returned partially advanced through the catheter and showed evidence of use. The guide wire was observed to have a several kinks/bends towards the middle of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. Visual and microscopic examination of the catheter revealed no obvious defects or anomalies. The report that the customer experienced resistance when advancing the catheter likely resulted in the kinking of the guide wire. The major kinks in the guide wire body were measured at 252mm and 270mm from the proximal tip. The guide wire measured 600 mm in length, which is within the specification of 596-604 mm per guide wire product drawing. The outside diameter of the guide wire measured 0.800 mm which is within the outer diameter specification of 0.788 - 0.826 mm per guide wire product drawing. The catheter body length measured 217 mm which is within the specification of 207-227mm per catheter product drawing. The catheter outer diameter at the tip measured 1.4986mm, which is within the specification limits of 1.40-1.52mm per the catheter product drawing. The catheter inner diameter at the tip measured 1.016mm, which is within the specification limits of 0.95-1.02mm per the catheter product drawing. Therefore, the catheter tip thickness was within the intended range. The components were functionally tested by advancing the guide wire through the returned catheter, and the undamaged portions passed with little to no resistance. Major resistance was observed while advancing the kinked portions. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion.". A manual tug test confirmed that both welds were secure and intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report of a kinked guide wire during use was confirmed through examination of the returned sample. The guide wire contained multiple kinks towards the middle of the body. The returned guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "cvc catheter difficult to advance in patient. Swg bent when removal." The user changed to a new set. There was no delay to therapy. No patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "cvc catheter difficult to advance in patient. Swg bent when removal." The user changed to a new set. There was no delay to therapy. No patient harm or injury. The patient's current condition is reported as "unknown".